Event description:
I had both of my hips replaced 5 yrs ago with a depuy product. The surgeon's report describes the "components" used as follows. Left hip done on (B)(6) 2006 by dr. (B)(6) of (B)(6). #6 summit high offset femoral stem, a 54 mm pinnacle acetabular shell, a 36x54 metal acetabular liner, a 36 +1.5 femoral head. Right hip done on (B)(6) 2006 by dr. (B)(6) of (B)(6). A 54 mm pinnacle acetabular shell, 36 x 54 metal liner, #6 summit standard offset femoral stem, a 36 -2 femoral head. On saturday (B)(6) 2011, I walked 2-3 miles, playing golf and then shopping. This was the first time I played golf this year. Toward the end of the day, I heard a squeak coming from my left hip. My family also heard it. It continued on sunday and monday. I have a desk job and I only noticed it once or twice the rest of the work week. Notes from (B)(6) 2011, dr. (B)(6) told me the left hip was installed at the wrong angle and I need to get it replaced. He put the two x-rays up under the light and used a protractor against a horizontal line to show me the difference. He explained that is why I feel the popping in and out and that's what causing the squeak. He said the cobalt and chromium in my blood is at a very high level. He was very interested in my case just because he had not seen it before but he had read articles about it. He e-mailed the links and I downloaded them. They scare me. I asked about permanent damage to the area around the joint and he said that he would remove that if I had any. It will be more painful during recovery if he has to remove damaged flesh. When I asked about any permanent damage he pointed to his head and said that the cognitive functions I've lost cannot be restored. When explained that I have been on anti-anxiety medication for about a year and he asked about sleeping and I told him I've been taking ambien for 2-3 yrs. His response was "it sounds like you may be an exact case" like he read about in the two articles - that the cobalt and chromium has affected my memory, anxiety, and depression. He said he wanted to see the x-rays taken before the hips were replaced. I called (B)(6) and they will have a cd with the pictures ready for me tomorrow. I need to pick them up before 5pm. He said we needed more time to discuss and wants me to call and set up another appointment. I will do that tomorrow. When I asked about putting off the surgery, he suggested that my anxiety will increase. When I asked how it could have been put in at the wrong angle he said that you have to take x-rays during the surgery to make sure the angle is correct. I noted that was not in he surgeon's (B)(6) report. He did have very specific steps performed so one might assume he did not x-ray during the surgery. On (B)(6) 2011, I had the left hip replaced by dr. (B)(6) of (B)(6). A few days later, my pelvis broke - the entire hip socket moved away from the pelvis. That was replaced a few days later then it got infected. A wound vac was installed in an effort to draw the infection out. That didn't work so the doctor had to remove my hip and put in antibiotic. Reason for use: arthritis.